Event description:
A customer reported to baxter healthcare corporate product surveillance, that one interlink solution set with duo-vent spike had leaked from a hole. The hole was reported to been observed on the bottom of the soft plastic of the drip chamber, where it is bonded to the tubing. This was observed during infusion of orencia. Reportedly some of the medication was lost. The customer reported that no patient injury or medical intervention had occurred. No further information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Initial sample evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation and the reported complaint was confirmed. Visual inspection observed incorrect assembly between the drip chamber and the tubing. Additionally, an underwater pressure test was done, which confirmed the leak. The cause of the issue was confirmed to be due to incorrect assembly of the components.